Event description:
It was reported that during a coronary artery bypass graft procedure, the staples did not release from the stapler. It is unknown what was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device lock-out and not fire? If no, did the device cut the tissue without delivering any staples? If yes, how was the tissue repaired? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Manufacturer narrative:
(B)(4). Additional information: additional information requested: did the device lock-out and not fire? If no, did the device cut the tissue without delivering any staples? If yes, how was the tissue repaired? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Additional information received: I tried pushing the button when it came off the field. It didn¿t lock out. Just didn¿t release the clips. Upon receipt and review of additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and revised to not reportable.